Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# :unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for n on-obstructive urinary retention. It was reported that the patient's son stated that it looked like the wires had come loose. Patient was bleeding from the incision site, and added more gauze. Patient is also having to catheterize more.